Event description:
The user reported a battery failure. No other details regarding the nature of the event were provided. The device was used for the procedure. The user reported the surgical procedure was completed successfully and there were no adverse consequences to the patient as a result of this event.

Event description:
On (B)(6) 2010, the facility representative reported to baxter global technical services one colleague cxe volumetric infusion pump in which a failure and loud noise occurred during patient therapy. It was originally reported that it was unknown if therapy was stopped. However the following information was received from the customer on january 11, 2010: the failure occurred and stopped the infusion, but did not stop the pump. The nurse used the mtr knob to release tubing and switched it over to another pump. The nurse did not remember what the failure was that stopped the infusion. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. This device utilizes user interface module master software version 6.13.90 categorized as remediated.

Manufacturer narrative:
Evaluation summary:the reported condition of failure and loud noise was confirmed and duplicated. The failure was found to be failure code 570:320:654:0000 and the loud noise is the constant alarm due to failure. Failure code 570:320:654:0000 occurred due to improper charging of the main batteries. Upon the completion of baxter's investigation of this report, the device will be routed to our service department where appropriate servicing will be completed prior to the device being returned to the customer. (B)(4).

Manufacturer narrative:
The root cause is being determined through the corrective and preventive action (CAPA) investigation of mdq-CAPA-(B) (4).(B) (4)